Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Smith & nephew has attempted several times to obtain the device for evaluation however has been unsuccessful. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip of the truepass suture passer self-capture devices was broken. No patient injury or other complications were reported.